Event description:
It was reported that the ventricular lead exhibited high thresholds and low impedance. X-ray confirmed the lead had dislodged. The lead was explanted and replaced successfully.

Manufacturer narrative:
.